Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The investigation is confirmed for the identified improper method or procedure used issue as the nurse stated the implanting physician did not take the guidewire out of the catheter, damaged catheter externally and created a hole in the end of catheter. The definitive root cause for the reported material hole could not be determined based upon available information, user error might have contributed to the identified improper method used issue. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use was reviewed and states that precautions: ii. To avert device damage and/or patient injury during placement: avoid perforating, tearing or fracturing the catheter when using a guidewire. Intro-eze* introducer instruction: 10. Withdraw the vessel dilator and ¿j ¿ guidewire, leaving the sheath in place. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four days post a chronic catheter placement, the external end of the catheter allegedly had a hole. Reportedly, the catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four days post catheter placement procedure, end of the catheter allegedly had a hole. The catheter was repaired. There was no reported patient injury.